Event description:
It was reported that the customer had just received a specialized trach tube size m6sct instead of the labeled m9sct. The info received indicated there was no reported pt injury and/or change in therapy. The involved device was returned and forwarded to the analytical lab for evaluation.